Event description:
The customer reported that summit sample handler mispipetted in random positions and did not give an error message. Customer was unable to provide the fse with the assay being run at the time of the event. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.